Event description:
It was reported that during a benign prostatic hyperplasia (bph) procedure, the fiber broke and caused damage to the physician's finger. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Event description:
It was reported that during a benign prostatic hyperplasia (bph) procedure, the fiber broke and caused damage to the physician finger. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.